Event description:
It was reported that; the surgeon phoned to say his patient had suffered a fall 2 weeks postoperatively and as a consequence has leg pain. The surgeon reported that on x-ray the cages appears to have retro pulsed out of the disc space. The x-rays have not yet been viewed by the rep.

Manufacturer narrative:
Investigation concluded. "No complaint reported with this product, it's confirmed to be a concomitant product."

Event description:
It was reported that; the surgeon phoned to say his patient had suffered a fall 2 weeks postoperatively and as a consequence has leg pain. The surgeon reported that on x-ray the cages appears to have retro pulsed out of the disc space. The x-rays have not yet been viewed by the rep.